Event description:
As reported, the smart flex stent did not deploy correctly, as it deployed partially and then stopped. It was abnormal anatomy. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
The smart flex stent did not deploy correctly, as it deployed partially and then stopped. It was abnormal anatomy. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. The product was returned for analysis. Two non-sterile units of product smart flex were received coiled inside of a clear plastic bag. The units were randomly identified as number one and two to perform a separated analysis. The unit number one was assigned to the complaint file (B)(4). The unit two was assigned to the complaint (B)(4). Per visual analysis the unit number one assigned to this complaint file was thoroughly inspected observing that the stent is fully deployed and was not returned for analysis. The hemostasis valve is disassembled, the steel hypo tube presents a kinked condition. An outer sheath separation is observed located approximately at 129 cm from the distal tip. No other damages or anomalies were observed on the returned device. Dimensional analysis was not performed due to the observed separated outer sheath and due to the kinked condition of the steel hypo tube. Functional analysis was not performed due to the separation condition on the outer sheath and due to the unit was returned fully deployed. Per microscopic analysis the edges on the separated area presented evidence of elongations. The elongations found on the plastic material and the plastic deformation are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material was induced to a tensile force that exceeded the yield strength prior to the separation. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent delivery system (sds)-ses deployment difficulty - partial deployment¿ was not confirmed through analysis of the returned device as the stent was received fully deployed. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (reference to abnormal anatomy) or procedural/handling factors may have contributed to the event as evidenced by kinks and a separation noted on the device during analysis. According to the safety information in the instructions for use ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the very limited event description nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the smart flex stent did not deploy correctly, as it deployed partially and then stopped. It was abnormal anatomy. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.